Event description:
It was reported that the patient received inappropriate therapy from their implantable cardioverter defibrillator (ICD) for atrial fibrillation (af) with rapid ventricular response. The patient also presented with palpitations. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.